Event description:
It was reported that the flex deflectable videoscope had glitches when flexed. The issue occurred during preparation before use inspection for an unspecified procedure. The intended procedure was completed with no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the scope had a distorted image when angulated and there was a heavy/bite dent at the bending section. Although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress being applied to the bending section which damaged the charged coupled device unit. The event can be prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.